Event description:
The customer called and reported her insulin pump alarmed no delivery. During troubleshooting, a no delivery alarm was received during manual prime. It may have been caused by an infusion set or reservoir occlusion. The cause could not be determined without a complete set change. Customer was advised to replace the set and reservoir as soon as possible.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.